Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient underwent spaceoar implantation on (B)(6). In addition, fiducial markers were placed transperineally. However, a subsequent ultrasound revealed that some gel may have inadvertently entered the anterior rectal wall. Further examination via MRI confirmed the presence of gel in the rectal wall mucosa. The treatment plan was planned to start in (B)(6) 2024, and the patient is under close monitoring.